Event description:
It was reported that the ventricular lead was explanted and replaced due to dislodgement. No further information is available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: the serial number of the lead is (B)(4), rather than (B)(4).

Manufacturer narrative:
Correction: the serial number for this lead is (B)(4), not (B)(4).

Event description:
New information revealed that the patient presented in the emergency room after receiving three inappropriate shocks. Upon interrogation the right ventricular lead was oversensing atrial events and had no capture at max output, revealing the dislodgement. The patient was stable after the explant procedure.